Event description:
The device was connected to the pt through hands free electrodes and quik-combo pacing/defibrillation/shock advisory adapter. The report is not clear, but it is believed that following administration of device defibrillator energy, the pt ECG was inappropriately displayed as ventricular fibrillation in paddles lead. The staff cycled device power and observed appropriate display of ECG. There were no adverse affects to the pt resulting from the report.